Event description:
Computer system did not acknowledge radiation treatment given to pt by linear accelerator. Three out of four treated fields were acknowledged and recorded. System has clock log of events received; accelerator computer does not have such a system for pt treatments but does for machine faults. This is a repeat of a similar problem reported between the two devices. Reported immediately to MFR rep. MFR did detailed investigation and is sending report. (See also 1001597.)